Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been switching on. A field service engineer (fse) disconnected the pyxibus cable from the half-height cubie drawers and found that the auxiliary drawer 6.2 had failed. The fse replaced the drawer board and the retractor band, then rebooted the device and verified the station's performance using the diagnostics tool. The customer then performed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline and was not powering on. The customer reported that the malfunction caused a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.